Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that the patient experienced pain, swelling and difficulty walking post-operatively. She underwent a gynecological procedure on (B)(6) 2011 and physiomesh was implanted. She was informed in (B)(6) 2011 that additional surgery would be required to correct the adhesions due to the 2007 surgery. No additional information was provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.